Event description:
It was reported that 3 months following the catheter implant in (B)(6) 2002, the patient reported a return of symptoms; increased spasticity, underdose symptoms. The catheter was found dislodged outside the intrathecal space and completely in the pocket. In (B)(6) 2003 the catheter was replaced with and the new catheter connected to the pump. After catheter replacement therapy was restored and there was no reported patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model # 8709, serial # unknown, implanted on: unknown, explanted on: unknown. (B)(4).